Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During the evaluation, the reported issue that there is drop out in the image is confirmed. The probe was connected to a test prevue ii and displays dark spots on the right and left side of the image. The transducer element test was performed, and the probe displayed 5 failed elements. This is due to an internal failure within the probe.

Event description:
It was reported that the image quality is poor; there is drop out in the image. No other information provided, at this time.